Event description:
It was reported that the device displayed "error 1004" when in use. No reported pt effect. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device. A faulty actuator was found and replaced. A supplemental medwatch will be submitted if additional info becomes available.